Event description:
On 9/14/1999, the MFR (MFR.) Received medwatch report #450610-99-07 from the facility that states the following: in 1999 - device implanted. 8/4/1999 - chest x-ray - device is identified in the right. The catheter is not seen more proximal than the inferior margin of the right clavicle, approx 5.5 cm of catheter identified. The possible fractured fragment is not clearly evident on the remainder of this study. In 1999 - the pt underwent retrieval of broken catheter from the right heart (atrium). No further details were provided. On 9/16/1999, the MFR.'s rep contacted the facility's risk mangement liaison to arrange for return of the device to the MFR. For analysis; however, she was informed that the facility would have to obtain consent from pt to release the device to the MFR. For analysis and the MFR. Would have to forward a written request for the device stating that no destructive testing would be performed on the device. On 10/13/1999, the MFR's rep attempted to contact the facility's risk management liaison for status on the return of the device for analysis; however, she was not available and would not be in the office for a week. No further details are available at this time.